Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d4, g1, g3, g6, h2, h4, h6, h11. Visual examination of the provided picture identified the pieces of the cutting tip of the reamer have fractured off. However, as product has not returned, further analysis could not be performed. Component codes: proposed code mechanical (g04)- drill review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event has been confirmed through the provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that during surgery that the tips of the reamer fractured. There was no harm or injury to patient and no reported delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.